Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to get tampon removed with forceps - vagina [foreign body in reproductive tract]. String had snapped off one of the tampons [device breakage]. String had snapped off one of the tampons from the box whilst been in my vagina had to get this removed with forceps [complication of device removal] . Case narrative: consumer reported via e-mail that tampon string snapped off while in her vagina. No serious injury reported.